Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 127 mg/dl. Reportedly, the customer continued using the pump and an alternate pump available for insulin therapy.